Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) starting a few months ago stimulati on would cut on and off. It was noted the consumer had a fusion surgery on their neck on (B)(6) 2016, but the issue started before then. On (B)(6) the consumer called back and stated they met with the rep. On (B)(6) who performed diagnostics, but couldn¿t find anything wrong even though the consumer was feeling stimulation turn on and off on its¿ own. It was noted the consumer would have no feeling and then all of a sudden stimulation would be in full force which the rep. Thought could be a lead issue. Reprogramming was performed but the issue continued so the consumer wanted to know if another surgery or the device was malfunctioning if the cost would be on them, although they didn¿t want to go through another surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the connections are loose from the stimulator to the leads but the representative checked the unit and it was fine. The patient stated that they know that because they are not getting complete therapy. The patient reported that when pushing on implant on skin the intensity changes. The patient reported that they can almost shut the device on and off by pushing on it to change intensity. The patient reported they can change the intensity of the implant by pushing on the implant site. The patient reported that the representative checked the unit and the machine was showing the output like it should be. The patient reported that the implant doesn¿t work like it's supposed to, and they were not getting full therapy like they should be getting. The patient reported that it will run a little bit and will stall and do something different. The patient reported that they needed to charge because the device was empty, but then indicated it was not fully empty. The patient reported that they have about 1/8 left in the battery. The patient reported that they were taking hydrocodone and would be cripple without it and never will be without pain.